Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "cracks/holes" were noted in the valve after thawing and before implanting. Another graft was used and surgery was prolonged.

Manufacturer narrative:
According to the report, "cracks/holes" were noted in the valve after thawing and before implanting. Another graft was used and surgery was prolonged. The allograft was returned to cryolife and a sample review was held on 10/29/2015. The synergraft pulmonary valve and conduit was returned to cryolife in a saline-filled specimen cup that was placed within an empty sample return kit provided to the cryolife representative by field assurance (the 10% buffered formalin solution was discarded). The allograft was visually inspected in a laminar flow hood. Multiple cracks/tears were seen in the muscle band. A y-shaped tear was also present. The damage was consistent with damage occurring to the allograft while in the frozen state. On (B)(6) 2015, cryolife staff was able to meet face to face with dr. (B)(6) at cryolife and discuss his recent allograft complaints. Photos of the past sample reviews were shared with dr. (B)(6) and it was explained that the damage seen during the reviews was consistent with damage that occurs after cryopreservation. Dr. (B)(6) stated that he believed there was an issue with the handling of the allografts at (B)(6) hospital. He mentioned that there have been many different nurses handling the allografts. There is trouble reading labels through the frost on the packaging; the allografts are being taken out of their boxes for storage in the freezer. Multiple allografts have been placed in the same slot in the freezer and they have been stacked outside of their outer boxes. A review was performed of the available information. Allograft (B)(4) was returned to cryolife and a sample review was held on 10/29/2015. Multiple cracks were observed in the muscle band of the pulmonary valve, as well as a significant "y" shaped crack proximal to the bifurcation. The allograft was packaged utilizing sterilized packaging set part number ms5534, lot number cs2014005, and a-line sealer (B)(4) on (B)(6) 2015. There were no associated deviations with the packaging processing record. The allograft was processed from the heart of a (B)(6) male who died from blunt force head trauma. During the inspection of each cardiac allograft, a technician wearing surgical loupes inspects the allograft for attributes such as plaque, tears, etc. Per procedure and then records their observations. Transections, lacerations, or other recovery related attributes are noted at the inspection stage. The allograft was inspected on 05/04/2015. During inspection the following attributes were noted: "fibrous thickening at the annulus of all leaflets and on all leaflets." The allograft was cryopreserved on 05/21/2015 in cryocycle (B)(4) with four other cardiac allografts. One of these allografts has been shipped with no further information available, one is in implantable status, one is in quarantine status, and one has since been rejected. The allograft was not repackaged. The allograft was transferred from vapor to liquid nitrogen storage per procedure on (B)(6) 2015 with seven other allografts. No complaints have been filed to date for these seven allografts. On (B)(6) 2015, (B)(4) batch number (B)(4) was transferred from to qa quarantine per procedure. The tissue was then transferred from qa quarantine to implantable inventory per procedure on (B)(6) 2015. A review of training records indicates that the staff responsible for transferring the tissue on (B)(6) 2015 and (B)(6) 2015 was appropriately trained prior to completing these transfers. Allograft (B)(4) has been shipped one time on 07/17/2015 with no associated human tissue returns or repackages. No deviations were identified during a review of the tissue transfer logs and the packaging inspection sheet. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. A review of training records indicates that the technician who performed inspection for this allograft and the technicians who handled this allograft while in the frozen state were appropriately trained for the task they performed. As per delivery note (B)(4) , allograft sid (B)(4) was shipped in dry shipper (B)(4). The allograft was shipped to (B)(6) med (B)(6) via (B)(6) on (B)(6) 2015 for priority overnight. Prior to shipment of this allograft, there were no abnormalities noted on the outer packaging. There were no incident reports filed in the courier database for (B)(6) during transit/delivery of this allograft. A review of training records indicates that the associate(s) responsible for the transferring of the tissue and loading of the shipments were properly trained prior to performing these actions. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. The IFU provides the following instructions: "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to allograft or packaging," "valve may be damaged or the integrity of the pouch may be compromised if not properly handled. Do not implant the cryovalve sg ... If the package has been handled with sharp instruments, dropped while at cryogenic temperatures, or otherwise mishandled," and "the cardiac thawing and rinsing instructions must be followed exactly to minimize physical damage to the valve." The unpackaging instructions shipped with each allograft stated: "if an allograft is to be stored in a low temperature storage freezer (at or below -135°c), locate an empty slot in the racking system that is not exposed to liquid nitrogen and carefully place the allograft into the empty slot. The allograft should remain in the cardboard box throughout the duration of the allograft's storage at the facility."

Event description:
According to the report, "cracks/holes" were noted in the valve after thawing and before implanting. Another graft was used and surgery was prolonged.